Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was sent to the hospital due to leg weakness following their drg trial implant procedure on (B)(6) 2018. In turn, the patient was unable to stand. Computed tomography (CT) scan was done and it showed no damage but only a mild irritation. Reportedly, the patient was discharged that same day as the strength in the leg improved. The patient underwent surgical intervention wherein the drg trial lead was explanted and then started to see foot strength improvement. On (B)(6) 2018, the patient experienced foot drop and will continue to follow up with their physician.

Event description:
Follow up revealed that the patient's foot drop issue is getting better with physical therapy.